Event description:
A report was received that the patient had infection at the pocket incision site. Symptom was redness. The physician did not believe that the infection was device or procedure related. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.